Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported recalled, depression, anxiety and sleeping disorders, pain in breast, capsular contracture, folds and capsular fibrosis on the right side. Devie has been explanted.

Event description:
Patient representative reported recalled, depression, anxiety and sleeping disorders, pain in breast, capsular contracture, folds and capsular fibrosis on the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d3, d4, g1, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.